Event description:
During irrigation of pt's ear with syringe of warm water the end cap came off its threads and in the process tip was inserted into pt's ear canal, piercing her tympanic membrane. Syringe was nearly new and threads had failed. Dates of use: (B)(6) 2011. Diagnosis or reason for use: cerumen impacted.